Event description:
It was reported that at the user facility the device was smoking. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
The reported smoking of the device was not able to be confirmed by a manufacturer field repair technician through functional evaluation. No components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance at the user facility.

Event description:
It was reported that at the user facility the device was smoking. No injuries or adverse consequences were known by the initial reporter.